Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings of bd ultra-fine¿ ii insulin syringes are inaccurate. Several syringes were affected, however, no patient impact reported. The following information was provided by the initial reporter: many syringes whose markings are inaccurate. So far at least, 2 bags full are inaccurate but we haven't gone through them all yet.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1326346. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that did not pertain to the complaint.

Event description:
It was reported that the scale markings of bd ultra-fine¿ ii insulin syringes are inaccurate. Several syringes were affected, however, no patient impact reported. The following information was provided by the initial reporter: many syringes whose markings are inaccurate. So far at least, 2 bags full are inaccurate but we haven't gone through them all yet.